Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure type was a tumor resection. The procedure was completed using a different scan. There was a reported delay to the procedure of five minutes due to this issue. It was noted that the patient had braces so it was hard to merge the exams.

Manufacturer narrative:
Patient information was unavailable. Name of initial reporter unknown at the time of filing. Other relevant device(s) are: product ID: 9735737, software version: 1.2.0. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that intra-operatively, the auto merge was not accurate merging an exam with a vessel overlay to a t1. Technical services (ts) suggested using pre-merge but there was not an exam that was taken at the same time. Ts suggested using manual and fine tune merging and the site was still have difficulty with the exam. The procedure was completed using the navigation system and there was no reported impact to patient outcome.